Event description:
The customer reported that while the unit was in use on a pt, the unit generated an electrical test failure code 39 (comm hc11 failed interrupt and an electrical test failre code 64 (comm hc11 sys ram test failure). The pt was switched to another unit and therapy was continued. No pt injury was reported.